Manufacturer narrative:
The monitor and electrode belt have been returned and evaluation is currently still underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 8 am. No events surrounding the patient's passing were reported. Review of the download data, indicates the patient received six shocks in response to CPR artifact and amplitude oversensing. The patient was first treated at 06:06:40 while CPR artifact obscured the patient's rhythm. The patient's post shock rhythm was obscured by CPR artifact transitioning to idioventricular rhythm. The patient was then treated three times between 06:07:04-06:08:12, while the patient was in an idioventricular rhythm from 30-80 bpm. The patient's post shock rhythm for these three treatments was an idioventricular rhythm from 40-80 bpm. The patient was in asystole at the time of the fifth and sixth treatment shocks at 06:08:37 and 06:09:02. The patient's post shock rhythm for both shocks was asystole. The response buttons were pressed between 06:09:06 to 06:09:07. The continuous ECG data is not yet available. The patient passed away on (B)(6) 2018 at approximately 21:00.